Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07655.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07655. It was reported that during the pocket revision procedure (reference reg report: 1627487-2019-07652), the physician accidentally pulled both existing drg leads from the ipg. Both existing leads were explanted and replaced with new leads. Therapy established post-op.